Manufacturer narrative:
Product complaint # (B)(4). Corrected information: h 3. Device evaluated by manufacturer? Additional information: h 6. Component code, h 6. Type of investigation, h 6. Investigation findings, h 6. Investigation conclusions. H6 component code: g07002 - no device problem found. H 6. Investigation findings: c22 ¿ photo investigation. Investigation summary: the product was returned to ethicon for evaluation. One used needle-suture piece outside its packaging was received for analysis. Product code w9561. A photo was provided showing a folder and what appeared to be a package of dermabond inside a plastic bag. During the initial inspection of the sample, no breakage suture was observed. But the extreme was noted to be cut probably caused by a surgical instrument. Body fluids and one knot were also observed on the suture. The other section of the suture was not returned for analysis. This product code w9561 contains an absorbable suture. Since the sample was received open, the functional test could not be performed due to undetermined exposure time to the environment. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: the instructions for use contained the following caution: as with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of surgical instruments, such as needle holders and forceps. The event described could not be confirmed. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Device history review: a manufacturing record evaluation was performed for the finished device 102ldd / w956114 batch number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. It was reported that before it was used on the patient, the product inside had solidified and couldn't be squeezed out to use in the surgery. Changed another one to complete the surgery. Besides, the suture was broken when the surgeon attempted to sew the tissue. Changed another one to complete the surgery. There is no report on patient's injury. No additional information could be provided.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/17/2025. H6 component code: g07002 - pending evaluation of returned device this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. A device has been received, however it has not yet been evaluated. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.